Event description:
According to the reporter, during a bariatric sleeve procedure, the device did not fire. There was poor staple formation - staples were in u shape. The proximal staple line was incomplete. Another device was used in order to complete the case. There was tissue loss. There was no patient injury.